Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: if yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Rta/ no piece falls into the patient, when released from the jaw the surgeon and scrub nurse informs the change clamp. The surgeon activates the device with tissue between the jaws.

Event description:
It was reported that during a gastrectomy procedure, realized that a wedge resection liver and clamp teflon detaches device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.